Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump experienced physical damage with screen bezel separation after being dropped, after which the user¿s blood glucose rose to 574 mg/dl and remained elevated for a couple of hours; the user switched to subcutaneous insulin via pen and received high glucose alerts for more than 90 minutes. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included the need for back-up therapy and temporary loss of automated insulin delivery. The investigation included a review of complaint details, return logistics, and attempts to collect the device for evaluation. The manufacturer¿has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.